Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 07 aug 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value: a) (B)(6) 2025, at about 6.15 am, sg value under 40 mg/dl (low glucose alert), bg value 130 mg/dl. B) (B)(6) 2025, at about 4 pm, sg value under 40 mg/dl (low glucose alert), bg value 70 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed inaccuracies and calibrations were rejected. Based on the escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. This is indicative of hydrogel oxidation. The combination of these issues most likely contributed to the variability in sensor glucose data and the inaccuracies reported. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 05 nov 2025. G3. Date received by the manufacturer? 05 nov 2025. H6. Type of investigation updated to 4121, 4114. H6. Investigation findings updated to 3224, 3231. H6. Investigation conclusions updated to 4315, 4307.